Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) stating the ins was found to be unresponsive because the patient hadn't charged since (B)(6) 2020. The patient did have lessening of tremor earlier this year and was found to have stimulation off during a (B)(6) 2020 clinic visit. They decided that stimulation would be kept off because the patient's tremor had gotten better. More recently, the patient has had a recurrence of tremor symptom and they want to turn stimulation back on. The caller saw the patient on (B)(6) 2020 and wasn't able to interrogate the ins and they are unable to communicate with the recharger. They are working with the patient to address the overdischarge, so stimulation can be turned on again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was shaking badly and it was suspected the ins was overdischarged as it hadnt been charged in 3 months. The caller said she may have accidently turned the ins off 3 months ago. The caller was not able to charge the implant. No further complications were reported/anticipated.